Event description:
It was reported that the customer was transported to the emergency room by medical emergency services for a blood glucose level of 28 mg/dl. Cause was due to the customer initiating a bolus that they did not need. The customer dis not recall how they were treated, however the customer was released with issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.